Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed, and the buttons were unresponsive. The battery was changed and the device still was not functioning. No further information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.